Event description:
It was reported to boston scientific corp that a rotatable snare was used during a polypectomy procedure performed on (B) (6) 2009. According to the complainant, after capturing the polyp, the physician attempted to close the loop wire. However, the handle detached. The procedure was completed with another rotatable snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Additional information provided by the site indicated that the device was not visually or functionally checked prior to use. Furthermore, no device fragments detached into the pt during this event.

Manufacturer narrative:
(B) (4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).